Manufacturer narrative:
Recall number. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During follow-up communication, the facility reported that the devices have been cultured regularly and have tested positive for contamination in the past. However, it was also reported that they have been able to get them clean. It is unknown if the device(s) was contaminated at the time of surgery. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(4) 2018 livanova (B)(4) received a user medwatch report about a patient infection following a surgery requiring bypass. The therapy to treat the infection started august 3, 2017. The medwatch report stated that wound cultures obtained from the patient were positive for mycobacterium abscessus. The report also alleged that samples were taken from the involved device on (B)(6) 2017, and the samples tested positive for mycobacterium abscessus.

Manufacturer narrative:
Livanova (B)(4) received the medwatch number mw5074588 which was initially not reported.